Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital due to chest pain and general discomfort in the chest region after device implant on (B)(6) 2018. Upon interrogation of the device, no capture at high output and pain during ventricular pacing were noted on the right ventricular lead. The lead was repositioned on (B)(6) 2018. The patient was stable.